Event description:
A user facility reported that a patient experienced burns and blisters on the right side under the jawline and right lower cheek during a Thermage CPT face treatment. The patient received Thermage CPT treatment to the face and submental areas. The patient showed immediate blanching after pulse delivery and a burn was observed after 500 pulses, with only 50 pulses being delivered under the submental jawline area on the right side. The patient was given topical treatments to treat the affected areas including; Hale Derma, Alastic Nectar, and Skin Medica Scar Gel. The patient¿s status as of one day post procedure was that the patient was reported to be healing well; however, persistent red pigmentation remains, and the potential for lasting pigmentary alteration has been noted. Based on the reported outcome with potential for permanent pigmentary changes, the Solta Medical reviewer assessed as a serious injury, which meets reportability requirements. There were no other treatments performed in the same symptom area on the procedure date or within 90 days prior. The patient has not received aesthetic treatments in the same symptom area in the past. Solta Medical branded cryogen and approximately one bottle of coupling fluid was used with the highest level of energy at 2.5. No system errors occurred during treatment. This was the first time the treatment tip was used on a patient, and it was inspected prior to use with no issues found. The tip was not inspected at any time during the procedure. The patient confirmed that they were not taking any prescription or over-the-counter medications, vitamins, or herbal supplements at the time of treatment. The patient also reported that they were not using any topical medical or non-medical skincare products and had discontinued all active skincare products several weeks before the procedure, as instructed. An updated patient status was provided thirty-six days post procedure. The patient has hyperpigmentation and has a fear of fat atrophy as the patient stated the nasal labia folds look worse than before the treatment. The patient is visibly shaken, anxious, and worries about the potential for lasting side effects. The patient is currently healing, and it is unknown if there will be any permanent damage or scarring.

Manufacturer narrative:
The treatment tip was returned for evaluation. The tip passed flow, leak, and thermistor testing but failed visual inspection. There was a bump found on the tip membrane. No dielectric breakdown was observed. Functional testing could not be performed due to the tip having no more pulses left. The data logs from the event were requested to be returned for evaluation. The investigation is ongoing.